Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated calcium result when processing on the architect c16000. The following data was provided: on (B)(6) 2020 initial result = 15 mg/dl, repeat = 9 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) performed extensive troubleshooting and replaced multiple parts including the cuvette holder, ict pinch valve tubing, and peristaltic head tubing. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review did not identify any additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the cuvette holder, ict pinch valve tubing, and peristaltic head tubing did not identify any trends. A review of tracking and trending for the architect c16000 system did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the likely cause part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no system issue or deficiency of the cuvette holder, ict pinch valve tubing, and peristaltic head tubing or architect c16000 processing module, serial (B)(6) was identified.